Manufacturer narrative:
The unit was discarded by the customer and, therefore, not available for return. Device labeling, available in print and online, states never leave a v.a.c. Dressing in place w/o active v.a.c. Therapy for more than 2 hrs. If therapy is off for more than 2 hrs, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating clinician.

Event description:
The following info was reported to kci by the wound care center registered nurse: on an unk date, approx (B)(6) ago, the pt underwent surgical implantation of a skin graft. Post-operatively, the physician prescribed the placement of a v.a.c. Via therapy. The pt was discharged home. Two days later, it was alleged that the v.a.c. Via therapy system stopped functioning and would not turn on. The pt was admitted to the emergency room where it was discovered that the graft failed allegedly due to an accumulation of drainage at the wound site. The pt was reported to be doing well, and the physician plans to attempt another skin graft placement.